Event description:
Procedure: hernia. According to the reporter: dr. (B)(6) stated that the inflation valve on the spacemaker dissection balloon seemed to be defective and when he inserted the inflation bulb and squeezed it, the device sounded like it was leaking air and it did not inflate the dissection balloon. At that point he asked for a new spacemaker device to complete the procedure. Dr. (B)(6) stated that no harm was done to the patient. Current patient status: dr. (B)(6) noted that the patient is doing well. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.: no there was no unanticipated tissue loss, no unanticipated ext. Of incision more than 1 inch, no unanticipated blood loss of more than 500cc and no delay over 30 minutes. No device fell in patients cavity and no device fragment left in patient. 8. If applicable, what was done to correct this condition? (Be specific e.g. Cautery, sutured, applied another device, etc.): a second spacemaker dissection balloon device was opened and dr. (B)(6) noted that it worked properly and allowed him to properly dissect the preperitoneal space. The case was completed successfully. Post- op diagnosis: patient is doing well and has no issues. Additional information received via email - the lot number is not available. The product was discarded and will not be returned.

Manufacturer narrative:
(B)(4).